Event description:
Event description guidant received information that the rate/sense portion of this defibrillation lead exhibited out of range pacing impedances (low). During the lead revision procedure, another guidant rate/sense lead was implanted and upon performing defibrillation threshold testing the device did not convert the rhythm. This was followed by a low voltage short message on the programmer screen. Subsequently, this implantable cardioverter defibrillator (ICD) and the proximal part of the defibrillation lead were explanted. The remainder of the defibrillation lead was surgically abandoned after it broke during the explant procedure. The new implanted pacing lead was also explanted and another guidant defibrillation lead and ICD were successfully implanted. There were no adverse patient effects reported.